Event description:
It was reported that, "dr (B)(6) had an adjacent segment on a pt that was status post c5-6 acdf in (B)(6) 2005. The plate that was implanted at the original surgery was the reflex hybrid. We use the new reflex hybrid revision driver and the tip of the "revision driver draw rod" broke off in the screw while explanting."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.